Manufacturer narrative:
H6: removed 1670.

Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and subsequently hospitalized due to a blood glucose level ranging from 400 mg/dl to 600 mg/dl. Reportedly, the pump ran out of insulin during the night. Bg was treated via intravenous fluids and manual insulin injections. No additional information was provided.